Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings resulting in the customer experiencing an elevated blood glucose (bg) level of 545 mg/dl. Reportedly, a correction injection was delivered to address bg. Contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.